Event description:
It was reported the patient presented with left knee pain and swelling following a tka. The patient was hospitalized for 5 days. Treatment and intervention required unknown.

Manufacturer narrative:
After further review, it has been determined that this is a duplicate report. Please refer to MDR 1020279-2017-00417 for future updates.